Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported a catheter revision was performed and the pump was replaced as well. The pump was replaced because it was nearing elective replacement indicator (eri). The reason for the catheter revision was a device issue and possible position issue. The pump dropped from position. No symptoms were reported. Medical history includes hypertension and allergies to latex and ranitidine hcl. Pump and catheter implant 2009, explore and wound revision and debridement removal of pump and extension catheter 2009, reconfigurations of pump pocket exploration of pump pocket 2009, knee surgery x5, removal of catheter of pump 2009. Medications the patient was taking include xanax one tablet oral 3 times every day, motrin 800 mg one tablet oral 3 times every day with food, morphine sulfate 15 mg one to two tablets oral every 6 hours as needed, hydrocodone acetaminophen 1 tablet oral every 6 hours as needed for pain, ms contin 60 mg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.